Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01-jul-2019 with the following findings: a visual inspection of the pump revealed the battery compartment was cracked. The battery cap had stripped threads and was unable secure to power up the pump. Using a test battery cap the pump was exercised for 12 hours using the test cap with no power interruptions occurring. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. Report late due to transition from vmsr program.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had intermittent power and the battery compartment was damaged. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.